Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was 178 mg/dl and a bolus was delivered via the pump to address the bg level. Tandem technical support had the customer perform a system check and the occlusion appeared to be related to the infusion set site; however, the site was removed and there was no issues found. The customer was to use insulin injections to manage diabetes until more pump supplies have arrived.